Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify --during use on the patient.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2025 and suture was used. The problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. An open folder with a detached needle and a needle suture piece encrusted in fluid like silicon/wax (not part of the mfg process) was returned for analysis. To assess the condition of the detached needle, the needle was removed from the silicone/wax. The swage and attachment area were noted as expected. The barrel hole was examined, but nothing could be observed due to residual silicone/wax adhered to the hole. In the inspection of the needle suture piece, the swage and attachment area were observed as expected. The suture was examined, and the end was noted to be cut probably by a surgical instrument. Due to the condition of the returned sample, the functional test could not be conducted. In addition, a photo was provided that showed an open folder with a detached needle and a needle suture piece in the same condition as the sample received. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified no conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.